Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are gff, gfa and hsz. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during a right proximal tibial plateau procedure, surgeon was drilling through the right 4-hole lcp medial proximal tibial plate when the drill bit became snagged on one of the 3.5mm cortical screws, causing the drill bit to break. The tip of the broken drill bit could not be retrieved and remains embedded in patient's bone. The surgery was completed successfully with no delay and no further harm to patient. Concomitant medical products: 3.5mm cortical screw (part number unknown, lot number unknown, quantity 1); 4-hole lcp medial proximal tibial plate (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).